Manufacturer narrative:
The device was return to a third party distributor for evaluation; the distributor reported to olympus that there was no image when a camera head or gastrointestinal scope was connected, just a black screen. The front panel was unresponsive and the keyboard did not work. Moisture damage was found on the right hand side of four of the printed circuit boards and moisture marks were seen on the top cover vents on the same side. Repairs will entail replacing all affected printed circuit boards and the unit would need to be cleaned and tested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was not connecting. The issue was found during preparation for use, for a diagnostic procedure (gastroscopy). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it¿s probable that an image was not displayed or the front panel could not be operated because fluid adhered to the board surface due to fluid or humidity. Olympus will continue to monitor field performance for this device.